Event description:
It was reported that both pacemaker and right ventricular lead were explanted due to unknown product performance issues. A new products were successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).